Event description:
Subsequent to the initial medwatch filed, additional information was received indicating that the index study procedure ((B)(6) 2008) was treating the saphenous vein graft (svg) to the proximal right coronary artery(rca). The new lesion identified on (B)(6) 2010 was not inside the index svg to rca, but rather in the non-index left anterior descending vein graft. Based on this new information, this would not have been a reportable event; however, because an initial report has already been filed, this event must remain reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect anatomy/no pre-dilatation. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the saphenous vein graft with one 3.5 x 18 xience v stent and one 3.5 x 23 xience v stent. On (B)(6) 2010, the patient experienced chest pain that was classified as an st elevation myocardial infarction via electrocardiogram. The patient underwent a diagnostic coronary angiogram and was found to have clots in the vein graft to the left anterior descending artery that required revascularization via declotting and stenting. The patient's condition resolved on (B)(6) 2010 and was discharged. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina, myocardial infarction (mi), and thrombosis as listed in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the xience v was direct stented in a saphenous vein graft. It should be noted the IFU states: the safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. Additionally, the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated.